Event description:
It was originally reported that the patient experienced a problem with recharging. There were coupling and or communication issues. He has not charged his device in a month and could not communicate with the recharger or programmer. It was later reported that the patient needs to have his device removed due to it no longer functioning. His ins has not been charged for four years and would not take a charge. He was in jail and was not allowed to have his recharger due to the cords. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v014426, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).